Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely a mechanical shock problem led to component failure for the loose forceps port and stress led to component failure for the chipped probe. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasonic bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated the forceps port was loose, and the probe surface was chipped. There was no patient involvement.